Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2018 and (B)(6) 2018. It was indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the zxt225 +11.5 diopter intraocular lens (iol) was implanted into the patient's right eye on (B)(6) 2018. Reportedly, the patient wanted more near vision, therefore the surgeon explanted the lens on (B)(6) 2018 and implanted a zxt225 +12.5 diopter as a replacement. There was no wound enlargement, no vitrectomy and the patient was reported to be okay. It was noted that the explanted lens is not available for inspection. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.